Event description:
Home pt reports switching solution bags while troubleshooting through an alarm situation during dwell 2 of homechoice treatment. Baxter tech assisted home pt in ednding treatment and instructed pt to restart with new supplies. Rn reports no pt injury or medical intervention required as a result of incident.